Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced persistent reflux symptoms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as occurring 2-2.5 years previous to explant date without issue. Implanting surgeon was dr. (B)(6). Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry at time of explant. Linx device was not retained. Patient underwent toupet fundoplication during same procedure as explant of linx device. Patient in satisfactory condition after explant.